Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's drg lead migrated. Reportedly, surgical intervention was undertaken wherein the entire system was explanted due to unrelated health concerns.